Event description:
It was reported that at the beginning of a procedure the laser system displayed an error indicative of a system malfunction. After consultation with manufacturer field service engineer the errors were unable to be cleared by the user. The system was no longer able to be utilized to perform the procedure. There was no report of a patient injury.